Manufacturer narrative:
The insulin pump was received with stripped battery cap at coin slot. Cracked battery tube threads and cracked display window corners.

Event description:
It was reported that customer is hospitalized due to non diabetes related illness; however, had low blood glucose. The blood glucose reading is 54 mg/dl. The insulin pump also has cosmetic damage. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.